Manufacturer narrative:
Samples were lithium heparin plasma. The customer asked the ER doctors if there were any treatments given to or conditions present in the patient that could have affected the test results or sample quality and was told no. Qc was performing within the established ranges on (B)(6) 2011. The customer used access total bhcg reagent (catalog #33500) lot 110518 and access total bhcg calibrators (catalog#33505) lot 017956. Service was not dispatched for this instrument. A root cause for this event is unknown.

Event description:
A customer obtained erroneously elevated beta human chorionic gonadotropin (total bhcg) results of 5.0 miu/ml and 3.0 miu/ml from unicel dxi 600 access immunoassay system for one patient. The patient's samples were previously tested on an alternate instrument and produced a result of 629 miu/ml, which was questioned by the physician as it was inconsistent with a previously obtained negative serum screen result by an unknown method. Note: this event is reported in a separate report #2122870-2011-04178. The patient results are shown. The customer stated the patient had expired, but no patient injury requiring medical intervention or change to patient treatment was attributed to or connected with this event.